Event description:
It was reported that the lead showed shock impedance >150 ohm, slight drop of the pacing impedance, increase of the pacing threshold and drop of the sensing amplitude. Furthermore, the short intervals increased. Thus, the patient was scheduled for a lead revision.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 11th of august 2024 and 11th of august 2025 recorded an initial pacing impedance of 600 ohms with a slight drop to 300 ohms at the end of the recordings and a pacing threshold of initial 0.5 volts with a rise to 1.4 volts. Furthermore, a shock impedance of initially 75 ohms was recorded with a sudden increase to >150 ohms at the end of the recordings. The analysis of the provided iegm episodes revealed small artifacts on the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.